Event description:
The customer reported multiple no delivery alarms during the manual prime. Troubleshooting was performed, and the insulin pump continued to alarm no delivery. Advised that the insulin pump would be replaced. The customer did not have a back up plan, and was advised to go to the emergency room for treatment if needed. The customer understood. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the prime test due to a cracked end cap. Unable to perform the excessive no delivery alarm test due to the cracked end cap.